Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Reportedly, the customer successfully loaded a new cartridge and continued to use the pump for insulin therapy. Additionally, a minimum fill notification occurred while the cartridge was filled with 200 units of insulin. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 117mg/dl.